Event description:
The customer reported that there was a popping noise from the area of the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The candlesticks were regreased and the filament calibrated and the x-ray tube was replaced. The ps1 power supply was increased to 5.1 vdc and the high voltage arc test was performed. The system was tested and found to be working as intended and put back into service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4), 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.